Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient no longer feels stimulation to help with the pain. The patient said they have groups a b and c and they can increase but they cannot feel stimulation and it is no longer helping with the pain. Patient services worked with the patient to change from group c to group a but they don't feel the same. The patient has had a couple of falls in the past month. The patient also had an electrocardiogram as well since they last felt stimulation. The patient programmer shows that stimulation is on. The patient tried to increase stimulation and change groups but neither resolved the issue. The patient has just moved so they requested listings for a healthcare provider (hcp). The patient reported that they haven't taken any measures yet. The patient contacted the manufacturer to get the name of experienced hcp's to see if the fall they experienced had broken the contact to the nerves. The patient realizes that at their age it would not be wise to go through another operation. The patient has been taking pain medication in increasing dosages to help in the place of the stimulator. The patient stated they are sorry about their writing.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient the patient wanted to determine MRI eligibility for an MRI on their back. The patient stated the MRI was for back pain and numbness in their legs. The patient stated they thought the pain and numbness were related to the operations and surgeries they had done prior to getting the device implanted. The patient continued and stated they were not getting relief until they had the device implanted and they had no pain until they fell and broke their connection. The patient was unable to connect to the ins using their patient programmer (pp). The pp showed poor communication. The patient tried using the antenna to sync to the ins but it did not resolve the issue. The patient unplugged the antenna and placed the programmer directly over the ins on the skin and attempted synching. This did not resolve the issue. The patient stated they fell 3-4 months ago and think they broke a wire. They have had a return of symptoms and ¿it doesn't work anymore.¿ the patient cannot turn it on or off and didn't know if it was currently on or off. The patient was directed to their healthcare professional (hcp) to discuss a return of symptoms and to have the device checked. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he called about a year ago and reported that his device wasn¿t working right because he had a fall. The patient also reported that he had swelling around the ins near his upper buttock and would like the stimulator (ins) removed. The patient reported that the area around the ins was swelling and he was in a wheelchair, so it was even worse. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the pain in his back, numbness in legs, broken wire, no stimulation and not being able to turn the device on or off had not been resolved. The patient reported that the device was guaranteed for 5 years. The patient reported that it was installed on (B)(6) 2013, he was (B)(6) years old and doesn¿t want another operation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.